Manufacturer narrative:
Mml (B)(4).

Event description:
It was reported that the patient had one electrode on the left lead with high impedance/out-of-range (oor) failure. The device was reprogrammed to the next working electrode, but the patient opted to have the device revised. The left lead was removed, and a new lead was implanted; however, oor persisted on the same electrode. The implantable pulse generator (ipg) was replaced, resolving the issue. There was no report of patient harm or injury. Following the ipg and lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The ipg was returned for analysis. The alleged oor was not confirmed. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. The lead assembly was not returned for analysis.